Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 a patient underwent an open reduction internal fixation (orif) distal fibula w/ syndesmosis repair procedure. During the procedure, the surgeon, turned the fibulink tensioning cap past the initial torque limiting noise and feel "to see what happens". Upon x-ray review, he realized the suture bridge had failed. His theory is the suture bride was turning either while he was tensioning and the suture bride broke. Fibulink removal kit was opened and used to remove product. There was a ten (10) minutes surgical delay. The procedure was successfully completed. No patient consequence reported. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).